Event description:
It was reported that the auxiliary cord had a broken ground pin. It was further reported that the, nurse call cable was pulled out of the bed connector. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.